Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported that while in a electrode and probe placement procedure, a screw on the biopsy guide device did not fully tighten causing the burr hole to be inaccurate. The loose screw was noticed when the surgeon went to drill a burr hole after lining up the device. The additional pressure on the device caused the device to move. The device was alleged to be 11 degrees inaccurate. The surgeon got a second biopsy guide device, lined it up, and drilled a second burr hole which was successful. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
On 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Suspect precision aiming device analyzed. Findings as follows: the pinch handle of the 960-539 guide does not rotate as freely as most guides. After tightening the handle to the maximum torque applied by hand, the guide would still pivot. It appears the mounting screw for the pinch handle is shorter than other guides. The handle typically rotates 360° from fully open to the beginning of resistance to close. This frame has a free rotation of less than 180.° this issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient identifier not available from the site. Replacement device shipped to site on (B)(6) 2015. No parts have been received by the manufacturer for analysis.